Manufacturer narrative:
(B)(4). Radiographic images show a pedicle screw construct l4-l5-s1 without interbody support. S1 screw on the left side of the photo is broken. A review of the device history records for this device was not possible without add'l device info. The device remains implanted and was not returned to the MFR for eval. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the pt underwent a procedure for radiculopathy in s1. Sometime post op, it was discovered that one bone screw was broken at s1. Post-op x-rays show listhesis but no motion. Currently, the pt has no pain, although has not returned to 100% normal activity.